Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with antibiotics from the cefa family (dose, route, frequency, and duration not reported) for the event. The patient was reported to have recovered from the peritonitis event. Extraneal and physioneal therapies were ongoing. Additional information is not available at this time.